Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button was stuck. Customer states that the original pump did not work it continuously says stuck button. Customer states that they have replaced battery several times but it still says stuck button. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.